Event description:
Defect on avaira toric lenses by cooper vision. Lens has white opaque mark, which extends the length of the lens, and gets progressively worse with wear. Not able to wear lens for more than a week due to cloudiness. MFR notified, but denied any complaints. Upon visiting optometrist, was notified that another patient had complained of the exact same issue. Lot number 10454500033002, expires in 05/2017.